Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. In this case, it may be possible that the rupture occurred as a result of interaction with the lesion site which was described as occluded. Without the return of the fox plus, a definitive cause for the reported balloon rupture could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that during the first dilatation in a right common femoral artery occlusion, caused by a non-abbott vessel closure device, the fox plus dilatation catheter balloon ruptured at 8 atmospheres. The device was removed and another abbott high pressure dilatation catheter was used successfully. There was no reported adverse patient effects. There was no additional information provided.